Event description:
The customer reported that initial erroneous elevated cardiac troponin (accutni) results, within the risk stratification range of the assay, were generated from a unicel dxc 600i synchron access clinical system, for two patient samples. Beckman coulter inc. Assessment of customer supplied patient data indicated that upon retest on an alternate instrument and at a reference laboratory, the repeat results were lower, within the normal reference range, and considered valid. One of the patient's erroneous accutni results was reported outside of the laboratory. A physician questioned this patient's initial accutni result and the patient was redrawn and retested. The patient's second sample results were also initially elevated and repeated within the normal reference ranges on alternate instruments. Although there were no reports of death or serious injury, the impact of the erroneous accutni result to this patient's treatment is unknown. The second patient's results were not reported outside of the laboratory and hence, there was no death, serious injury, or modification to this patient's treatment. The customer ceased testing on the instrument after the erroneous results were obtained. The samples were collected in sodium heparin tubes, centrifuged prior to testing, and were tested from the primary tube. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that system checks performed prior to the event met instrument specifications and quality control results recovered within the customer's established specifications prior of the event. The reagent and calibrator lot number associated with this event were 116461 and 121410 respectively.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the wash pump rotor, stator valve, gasket, and cap. The fse verified the operation of the dispense and aspirate probes and replaced the aspirate probe tubing. The fse adjusted the wash arm alignment and cleaned off "buildup" from the incubator track and the reaction vessel waste chute. The fse verified hardware and performed passing high sensitivity system checks within instrument specifications. The fse also performed an accutni precision test that produced acceptable results within accutni labeled assay precision limits. Quality control results recovered with acceptable specifications after service was completed. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The cause of this event is unknown and could not be determined based on the supplied information.